Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 2023-03-29 h.6. Investigation summary: catalog: 442024 batch no.: 2326552 customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Event description:
It was reported that bd bactec¿ standard anaerobic/f culture vials (plastic) molecular false positive result was obtained on patient sample and culture was performed and gram stain as confirmatory testing. No injuries or treatment was reported. The following information was provided by the initial reporter: customer reports molecular false positives run on bcid 2, cat # rfit-asy-0147, lot # 2219622 no discrepant results reported - no patient impact performed culture and gram stain as confirmatory testing no erroneous results reported to doctors occurred 1 time - on feb 15

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ standard anaerobic/f culture vials (plastic) molecular false positive result was obtained on patient sample and culture was performed and gram stain as confirmatory testing. No injuries or treatment was reported. The following information was provided by the initial reporter: customer reports molecular false positives. Run on bcid 2, cat # rfit-asy-0147, lot # 2219622. No discrepant results reported; no patient impact. Performed culture and gram stain as confirmatory testing. No erroneous results reported to doctors. Occurred 1 time on feb 15.